Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-083223.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-083223. It was reported ((B)(6)) the patient experienced a fall and lost stimulation therapy as a result. The patient stated later after the fall, recharging of the ipg could not be performed. X-ray taken could not confirmed if the lead was fractured. A system diagnostics showed the lead impedance was high on all of the lead contacts. Surgical intervention was taken and the patient's scs ipg and lead were replaced. Effective stimulation therapy was reportedly recaptured postoperatively.